Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's nurse reported via phone call, the customer had diabetic ketoacidosis episode and was hospitalized. Customer's blood glucose was 555 mg/dl, current 134 mg/dl. Troubleshooting was attempted but the customer's nurse stop troubleshooting; she didn't believe issue was related to the insulin pump. The customer was wearing the device during the time of the hospitalized. Customer's nurse was advised to have customer call to ensure the device was functioning correctly. The device is not returning for analysis.